Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported failure. The upd was installed and tested onto a golden pca system where the component functioned as expected. The system started up without any error, with good image. The audio is loud and clear. The upd passed the epo functionality test. All the gantry motors were moved the full range of motion test deploy for draping function without any issue. Voltage and current monitoring are within range. The system ran 20x power cycles with this board, al passed. The upd remained on the test system for hours in normal operation with no issue. Upon visual inspection, no issues were found that would be related to the reported event. The proximal suj was installed onto a golden system, where it triggered no errors and performed as expected. The unit was then installed onto pftp where it passed all relevant testing. The fault was not replicated during the testing process. As a result of these findings, failure analysis was able to conclude that the acu, horizontal rolling loop, fiber optic cable, vertical rolling loop and sfu are the potential root cause.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the upd and proximal setup joint (suj). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted general sigmoid colectomy surgical procedure, the customer reported to technical service engineer (tse) that a repeated recoverable error 32100 pointing universal surgical manipulator (usm) arm 4. The customer restarted the system; however, the issue persisted. Tse reviewed error logs and could confirm error 32100 and 32096 pointing to usm arm 4 set up joint (suj) proximal. Tse guided the customer to restart the system including emergency power off (epo), breaker and reseating blue fiber cable (bfc) and issue got cleared; however, after some minutes error returned. Tse guided the customer to perform another hard power cycle; however, the issue error persisted and there was the possibility to disable arm 4. The customer opted to discontinue use of the usm and continue as a three arm procedure. The procedure was completing as planned with no reported injury.